Manufacturer narrative:
Reported event: an event regarding instability involving a trident psl ha cluster 50mm was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, and functional inspection were not performed as the item was not returned. Medical records received and evaluation: ¿no x-rays, no examination of the explanted components, no histopathology, and no documentation of elevated ion levels or mars MRI consistent with altr, pseudotumor, or metallosis are available. Absent revision operative report of (B)(6) 2015 is noted. There is no evidence that any of this patient¿s clinical problems were the result of factors of faulty component design, manufacturing or materials.¿ device history review: review of the device history records indicates 10 devices were manufactured and accepted into final stock on 19-nov-2010 with no reported discrepancies. Complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated. Product surveillance will continue to monitor for trends.

Event description:
It was reported that patient's right hip was revised due to constrained liner impingement. Surgeon revised cup, ball and liner.

Manufacturer narrative:
Device description reported as unknown cup. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.

Event description:
It was reported that patient's right hip was revised due to constrained liner impingment. Surgeon revised cup, ball and liner.